Manufacturer narrative:
Trackwise ID# (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, hemopro2 adaptor were unable to get power to the jaws. Finally this was accomplished by the perfusionist bending the adapter cable which allowed power to go to the jaws. They had to hold and bend the cable through the rest of the evh procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Updated sections: d-4,g-4, g-7, h-2,h-3,h-6, h-10, h-11 internal complaint number: (B)(4). The reported device is an OEM device. The certificate of conformance was reviewed for the lot 1905-1. The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch. The device was returned to the factory on 12dec2020. An investigation was conducted on 12feb2021. A visual inspection was conducted. Signs of clinical use and no evidence of blood was observed. No visual defects were observed. The adaptor was evaluated for connector function to a reference power supply. The cable was able to provide a secure connection that connected and disconnected without incident. An electrical evaluation was performed. A pre-cautery test was performed per the instruction for use with a reference hemopro 2, adapter cable and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced steam and heat during 5-second activations and shut off when the toggle was released. A polyfuse electrical test was performed with the same reference power supply, adapter cable and hemopro 2; the polyfuse successfully shut off power to the heater after prolonged periods of time and activated after the device cooled. Based upon the evaluation results, the reported failure mode ¿failure to deliver energy¿ was not confirmed.